Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.